Event description:
It was reported that a limb from a vena cava filter allegedly detached, migrated and perforated the heart muscle. The filter had been placed almost 4 months ago. The implant was successful and without incident. Reportedly, while exercising, the pt felt weak and experienced chest pain. Early the next morning, the pt experienced hypotension, syncope and pericardial effusion. After being seen in the emergency room, the pt had open heart surgery to remove the limb. The pt was dishcarged from the hosp approx one week after admission. The filter remains implanted and the pt is currently asymptomatic.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw material, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. This was the only complaint reported to date for this mfg lot number. The current IFU (instructions for use) states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae. A copy of the facility's medwatch report has been received and was submitted to FDA under uf #.